Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while sitting and watching tv. The customer's blood glucose level was not impacted. The customer cleared the alarm and resumed insulin delivery.